Event description:
Patient with history of frequency and urgency and is status-post successful implantation of a sacral neurostimulator in s3 on the right side with good control of her symptoms. She has, however, over the last few weeks developed a shocking sensation and pain whenever her stimulator was activated and now is admitted for evaluation. Cracks were noted in the boot (which covers the lead connectors) during surgery. Leads and device were okay. Sales rep was in room during procedure - stated he had never seen this happen before.